Event description:
Event description boston scientific crm received information that this left ventricular (lv) lead exhibited non-caputre at maximum outputs and was suspected of having dislodged. During the revision procedure, the lead could not be repositioned and was extracted. As the physician began to 'stick' for the new lv lead, the patient began to cough, which led to hemoptysis (expectoration of blood) during the procedure. The physcian chose to not replace the lv lead. However, the lv port of the h125 device could not be plugged as the plug accessory was not available, so the h125 device was explanted and replaced with a dual-chamber 1290 device. There was no allegation against the device. Other than the hemoptysis, there were no adverse patient effects.